Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to cracked and bleeding lcd glass. Also received with scratched display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had a partial display. Customer's blood glucose was 4.8 mmol/l. Customer uses energizer ultra batteries. The device was not bumped or dropped. Customer swapped the battery and display did not turn back on. Customer was unable to perform self test on the device. No further information reported.